Event description:
Client was walking on treadmill and it stopped abruptly. Client got off and denied any pain or injury. This has occurred 3 times in the past 4 mos. Rptr has followed MFR svc recommendations. Treadmill will no longer be used.